Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient began experiencing chest pain while pacing at low output on the right ventricular lead post procedure on the day of the original implant on (B)(6) 2018. The lead was then programmed off to aai operation. A micro perforation was suspected. A chest x-ray and cardiac CT scan was completed but it is unknown whether the perforation was confirmed. The patient was brought in for a lead revision on (B)(6) 2018. A right ventricular lead threshold test was performed causing the patient to again experience chest pain. During the revision procedure, the lead was disconnected from the pulse generator header and the physician had difficulty retracting the lead helix. The helix finally jumped back and the lead was explanted. Further attempts to redeploy the lead helix were unsuccessful. A new lead was then implanted without further complications to the patient.

Manufacturer narrative:
Final analysis found that the lead was received in one piece measuring 57.6 cm. The helix extension difficulty was confirmed with noted dried blood and tissue clogging the helix. After cleaning the helix, the helix function was found to be normal and within specifications. A lead tip stiffness test was performed and the lead was found to be within specification. All other damage found was sustained during the surgical procedure. The lead was otherwise normal.